Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. The customer stated they gives bolus but still high for 8 hours. Customer stated that the infusion set was changed and blood glucose level went down. It was unknown if the customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.